Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a deep vein thrombectomy procedure in the lower leg. During the procedure, aspiration was initiated inside the body. However, an error message to reprime kept displaying. This occurred about 6 times and each time the pump would fill a little with water. The pump became about three quarters of the way full with water. When the error occurred, they would reset the machine and reprime it. They were able to successfully complete the procedure with this device as they were able to aspirate. There were no patient complications and the patient was fine.